Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband called to report a no delivery alarm during a bolus. Customer's blood glucose reading was 462 mg/dl. Customer declined troubleshooting. Nothing was replaced or returned.